Event description:
A dialysis facility reported that a hemodialysis machine caught fire during heat disinfection mode. It was reported that the staff heard a pop and noticed smoke. They unplugged the machine from the wall outlet. Flames were seen coming from the back of the machine and were extinguished with a fire extinguised with a fire extinguisher. There was no staff or pt injury.